Manufacturer narrative:
Product analysis : the analyzer failed functional testing. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyser originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.